Event description:
It was reported by the end user red, itchy rash under tape collar from 6 o'clock to 9 o'clock.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 31, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. End user advised she was evaluated by wound ostomy continence nurse at (B)(6) in (B)(6), 2012 and was advised that she had eczema. She was recommended a topical steroid ointment which she has been using since (B)(6), 2012 to present which provides relief. She was encouraged to cut tape collar away at 6 o'clock to 9'o clock and to follow up with health care physician. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted.